Event description:
During a laparoscopic gastric bypass, on the second firing of the device, the tissue was transected, but neither staple line was formed. The surgeon sutured both sides of the transection to close the stomach. A similar device was used to complete the case. The o.r. Time was extended about 30 minutes. There was no patient consequence.